Manufacturer narrative:
Exact date unknown, event occurred several days ago from the aware date.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient was reprogrammed and able to optimized therapy in hips and legs but was unable to get coverage in the shoulders. Numbness was also noted. It was then reported that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.